Event description:
Patient's caregiver reported that the patient's heart rate was in the upper 40s range and mentioned that this occurred when magnet was swiped. This was mentioned briefly but was not confirmed. During the next clinic visit, the caregiver reported bradycardia with heart rate in the range of 30 to 50 bpm. The physician mentioned that the caregiver saw that but that she is not sure how it was measured. During the patient's clinic visits, the heart rate had been 65, 65 and 63 bpm for the past three visits. But as the bradycardia may be related to vns, the physician decided to decrease the frequency of the settings. Diagnostics were normal and there were no warning messages. The caregiver was asked to take patient to a cardiologist and get holter monitor to check on the bradycardia. The physician did not know if this was done to date. A few days later the caregiver reported that the patient was agitated, angry, & being aggressive and associated it to the setting change. The physician did not think the behavior issue was related to vns or the frequency change as the patient has had behavior issues even prior to vns therapy. As the caregiver was particular about changing the settings, the frequency was adjusted again to 25 hz. No additional relevant information has been received.